Event description:
Reporter indicated that a vns therapy pt attempted suicide by shooting herself in the left abdomen. Subsequent system diagnostics testing revealed high lead impedance, indicating a possible lead malfunction. Reporter additionally stated that he "does not believe the device caused her to attempt suicide, but that she did it because she was not getting better." Programming history obtained by manufacturer revealed that pt had high lead impedance dating back 6 months prior to the suicide attempt. Further follow-up with the treating physician revealed that he is no longer seeing the pt and does not know who she is being treated by now. Good faith attempts to obtain further information are currently being made.

Manufacturer narrative:
Device malfunction is suspected.

Manufacturer narrative:
Analysis of programming/device diagnostic history performed. Adverse event and/or product problem (e.g. Defects/malfunctions), corrected data: initial report did not select adverse event. The information has been corrected on this report. Outcomes attributed to adverse event (select all that apply), corrected data: initial report did not select hospitalization or required intervention to prevent permanent impairment/damage. The information has been corrected on this report. Relevant tests/laboratory data, including dates, corrected data: initial report included the incorrect dates that the high lead impedance was obtained. The information has been corrected on this report. Brand name, corrected data: initial report listed the incorrect brand name for the lead. The information has been corrected on this report.

Event description:
Additional information received in the way of a programming history review performed on (B)(6) 2011 indicated that the high lead impedance was present prior to the suicide attempt therefore the gun shot trauma to the abdomen is most likely not the cause of the high lead impedance. Good faith attempts to obtain the patient's lead implant information have been unsuccessful to date.